Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #18 was removed due to infection. On (B)(6) 2026, the patient had an extraction procedure of the implant at tooth site #18 with immediate implant replacement, bone grafting and prp. The patient presented on (B)(6) 2026 with significant facial swelling. The implant appeared infected. It was removed and the site was debrided. The patient was prescribed amoxicillin 500 mg. Symptoms as a result of the event: pain and inflammation.